Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The nurse manager said the nurse practitioner "burned" her finger with the nitrogen which leaked onto her finger when she inserted the wand. This caused a red spot which has since healed. There was no treatment provided.